Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. In addition, it was reported that the pump history was intermittently missing data. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued to use pump for insulin therapy.